Event description:
The valves were implanted in 2002. The surgeon informed the nephrologist the needle would not seat properly, and blood leakage was noted around the needle site during dialysis. As a result, the surgeon felt the device was malfunctioning. The MFR's clinical specialist manager reviewed troubleshooting with the nephrologist. The nephrologist informed the MFR's clinical specialist that nephrologist already spoke with someone at the MFR's, and they told nephrologist sounds like the device is malfunctioning, but he did not know who he had talked to. The nephrologist stated they did not feel it was anything that the dialysis clinic staff was doing, and again stated that nephrologist felt the valve was malfunctioning, and wanted to know what steps to take once the valve was explanted to return it to the MFR for analysis. Preliminary investigation of this report revealed that the MFR received one (1) other report in 2003, regarding the same pt/device. At that time, it appears that the facility's staff had difficulty cannulating the patient's device, the needle popped out. The MFR's clinical specialist presented at the facility to observe cannulation technique, and perform in-service training. It was determined that the facility's staff was not following the MFR's instructions for use (IFU), they were not stabilizing/taping the lines properly. Additionally, it was noted that the pt was a large pt with a lot of breast tissue at the implant area, making cannulation difficult. The clinical specialist performed troubleshooting training with the facility's staff. The problem appeared to have been resolved, the pt did not incur an injury, and the device remained implanted for continued use in the therapy. No further details are available at this time.